Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 43 mg/dl and 77 mg/dl; 2) 263 mg/dl and 120 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.